Event description:
Boston scientific received information that one year ago, diaphragmatic oversensing and noise were observed on the right ventricular (rv) lead. No adverse patient effects were reported at that time. One year later during the pacemaker replacement procedure, the device was pulled from the pocket and inhibited atrial pacing which likely occurred due to loss of rv sensing in voo mode. The patient has sick sinus syndrome so is dependent in the atrium. Technical services discussed what likely happened is when device was taken from pocket, since the rv sensing was programmed unipolar, it caused rv oversensing which inhibited rv pacing as well as right atrial (ra) pacing. After the replacement device was placed, the ra lead was connected to the pacing system analyzer (psa) and the rv lead was connected to the new device header, when the ra lead was removed from the psa there was no rv pacing. Technical services was unsure why this occurred with the new device and stated they would try and recreate this issue in office. The device was ultimately programmed with a shorter av delay to ensure pacing, the rv lead was programmed bipolar and sensitivity was adjusted as bipolar r-waves were not as optimal as unipolar. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted and confirmed that during the post op check a couple days later, there were no further issues observed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.